Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump touch screen hit the corner of a chair and the touch screen became shattered. Customer is unable to navigate through pump options due to the damage and the left side becoming unreadable. Customer's blood glucose was 162 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.